Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: complaint device not returned for manufacturer evaluation. No lot number provided; search performed to obtain all lot numbers with reported catalog number delivered to patient¿s dialysis unit three months prior to complaint occurrence date. Lot history and production record review performed on 36 identified lots; 10 of the lots had complaints reported. 23du06021-one complaint addressing internal blood leak confirmed to have kinked and looped fiber with sample evaluation. 23eu06004-two complaints addressing internal blood leaks (no sample). 23hu06014-three complaints two addressing internal blood leaks, one complaint addressing external blood leak (no sample). 23ju06014-one complaint addressing internal blood leak (no sample). 23hu03010-one compliant addressing internal blood leak (no sample). 23hu07010-one complaint addressing internal blood leak (no sample). 23ju05003-two complaints addressing internal blood leaks, one confirmed delamination with sample evaluation, other did not have sample returned. 23lu01001-one complaint addressing internal blood leak (no sample). 23hu04003-one complaint addressing internal blood leak (no sample). 23hu04010-one complaint addressing internal blood leak that was confirmed to have delamination with sample evaluation. Lot trend not evaluated. Review of production record performed showed multiple approved temporary dns on 24 of the 36 identified lots, three of the lots had an nc. Lot 23ju05003 (nc 1465394: the qs dialyzer laboratory cannot disposition dialyzer lots in lablink), lot 23hu04008 (nc 1424438: sort adapter caps) and lot 23hu04011 (nc 1431950: conditioning weight differentials recorded late). Unrelated to the reported complaint event. Definitive conclusion regarding complaint incident cannot be reached without physical examination of actual device. Complaint not confirmed.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.